Event description:
It was reported the patient's driver was attempting to dislodge the chair which had become stuck between the vehicle lift and a curb. In doing so, the powered wheelchair accelerated and ran over the drivers foot. The driver was reportedly injured as a result. The nature of the driver's injuries was not provided.

Manufacturer narrative:
Reference manufacturer report #: 1525712-2013-09282.

Event description:
Per end user, when the van driver attempted to dislodge the chair from between the lift and the curb, the chair ran over the drivers' foot causing a non disclosed injury. Unknown if medical intervention was sought.